Manufacturer narrative:
No unexpected insulin flow blocked alarms or no delivery/occlusion alarms noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Device passed the delivery accuracy test. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched keypad overlay texture, scratched display window cover, faded/stained serial number label and scratched case. (B)(4).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low blood glucose levels. The customer did not provide the symptoms regarding high blood glucose. Customer had blood glucose as high as 400 mg/dl then he bolus himself and down to 40 mg/dl, so she took with juice to bring blood glucose back and after that stayed high. Customer had unexplained high as well as low blood glucose. The customer was treated for the high blood glucose with insulin pump. Customer treated their low blood glucose with food. Customer was using auto mode feature at the time of reported event. Based on customer's report customer did not allege insulin pump for over or under delivery. Customer did self test and displacement test and both tests were passed. The device will be returned for analysis.